Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed depleted battery. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: both tamper seals are intact. Good condition with no appearance of any physical damage. Battery depleted alarm observed in the event history log. Power up and check the reading of battery. Battery depleted alarm was found at power up due to customer was using device with battery power until battery capacity was drained until depleted. Battery seems like charging and discharging as intended also all the reading within the required specs. Performed pm maintenance and all functional testing. No problem found with the battery. Battery seemed to charge and discharge as intended with all reading within required specifications. The battery was replaced as a preventive action due to the battery being over 6 years old. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.